Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced suspected rupture on the right side post-operatively, which was discovered via MRI. As a result, the patient underwent removal on (B)(6) 2023. During explantation, the device was found to be intact.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) the lot number has not been provided. It is unclear if the complaint is subject to MDR reporting. Follow ups need to be performed to identify lot number and manufacturing site in order to determine if MDR reporting is applicable. The manufacturing site has been updated to leiden, netherlands until additional information is received. Gel devices that manufactured by leiden, netherlands are not approved for import into the united states. Adverse events that involve these devices do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in raw materials, design and process/device specifications.